Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix and neck region. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. The observation of high pacing thresholds could not be confirmed; however, based on the laboratory findings, we believe that torsional overstress during attempts to retract the helix caused the inner conductor coil to break.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited an increase in pacing thresholds. A revision procedure was already scheduled as the patient's right ventricular (rv) lead was dislodged. During the procedure, the physician was unable to reposition the rv lead and extend the helix. The patient started coughing up blood, so the physician opted to explant and replaced both leads as there was concern about a pneumothorax. However, additional information confirmed there was no pneumothorax. Both leads were successfully implanted with no additional adverse patient effects.